Event description:
Customer reports a fiber leak on an unknown reuse number noted by a blood leak alarm and visible blood in the dialysate line. Estimated blood loss was 250cc's and pt was given 250cc's ns replacement fluid. Treatment was restarted with new disposables without incident. No pt injury or medical intervention reported.